Event description:
Attorney reported: in 2003 - the patient underwent an inguinal hernia repair procedure with placement of a kugel mesh patch. On the event date - the patient was presented to the hospital with severe abdominal pain and was informed that his hernia had returned due to migration of the patch. The patient underwent surgery on or about this date, during which it was discovered that the mesh had folded away from the internal ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.